Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient experienced hyperglycemia symptoms of frequent urination and nervousness at 3:00 a.m. On (B)(6) 2019. The blood glucose result was in the "500's mg/dl" on the patient's aviva combo blood glucose monitor. The patient's husband transported her to the hospital. She arrived at the hospital 45 minutes after leaving her home. The blood glucose result was 530 mg/dl on the hospital's meter. The patient was treated with two injections and an IV drip of novolog insulin. The patient was released from the hospital on (B)(6) 2019.